Event description:
A healthcare professional reported via clinical study that following an intraocular lens (iol) implant procedure, observed nano glistening on sub surface. The event related to device. The severity was mild. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).